Manufacturer narrative:
This MDR 1119421-2016-00996 is being cancelled due to additional information received that the event was wrongly reported for the left eye. (B)(4).

Event description:
Additional information was provided that the event was wrongly reported for the left eye as the inflammation only occurred in the right eye; therefore this file for the left eye is being canceled. The medwatch report is for the left eye will be canceled.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that on the first day following an intraocular lens (iol) implant procedure, a patient developed floating cells in the anterior chamber. The patient has been treated with steroids, but the symptoms continue. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye.